Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm. Customer¿s blood glucose level was 120 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported insulin pump did require rewind. Customer not able to complete rewind. Customer troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor resistance (gold). Device passed basic occlusion and displacement test. The motor was tested outside of the device and passed.